Event description:
During a remote follow up, it was observed the patient received inappropriate atp for a supraventricular tachycardia (svt) due to an incorrect interpretation of signals. It was noted; no malfunction of the device was suspected. Technical support was contacted and reprogramming was recommended. Reprogramming was performed to resolve the event. The patient was stable.